Event description:
It was reported to boston scientific corporation that a wallstent biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, the stent was used to treat a malignant stricture. Reportedly, the lesion was dilated prior to stent placement. During the procedure, the physician was able to deploy the stent. It was noted that the cover of the stent was damaged. The stent remains implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable.¿

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of stent cover damaged. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.